Manufacturer narrative:
Device code(s): appropriate term/code not available (3191) was selected for the alleged device perforation and device tilt. The investigation was reopened due to additional information provided. The following allegations have been investigated: organ/vena cava perforation, embedment, tilt, multiple hospital visits, and pain. The reported allegations have been further investigated based on the information provided to date. Vena cava wall penetration/perforation has been reported and may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. A filter that is embedded in the wall of the ivc may be difficult to retrieve. For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. Unknown if the reported multiple hospital visits and pain is directly related to the filter and unable to identify a corresponding failure mode at this point in time. To date, no other complaints have been reported against this lot. The associated work order was reviewed. No related/relevant notes were documented. The device is manufactured and inspected according to current controls. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Patient allegedly received an implant on (B)(6) 2017 via the right common femoral vein due to dvt (deep vein thrombosis) and pe (pulmonary embolism). Patient is alleging tilt, vena cava perforation, organ perforation, and embedment. The patient is further alleging multiple hospital visits and pain due to the filter. It was reported that the filter was retrieved due to the patient's request. Per a report from CT, "filter position: below the renal veins." "Filter is tilted anteriorly with its cone lying on the wall of the ivc possibly embedded within it. The legs of the filter penetrate through the wall of the ivc into the pericaval/mesenteric fat. 1 of the legs of the filter penetrates into the right psoas muscle." Per a successful retrieval report, "once [the physician] had the filter inside the catheter, [the physician] removed the catheter and ivc filter as a unit." "The venogram demonstrated excellent flow through the iliac on the left and the ivc filter without contrast extravasation, caval injury or thrombus." "The filter was successfully removed without issue."

Manufacturer narrative:
Manufacturer ref# (B)(4). Catalog# is unknown but referred to as cook celect filter. Occupation: non-healthcare professional. It has not been possible to investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
Description of event according to short form complaint filed: 'it is alleged that "[pt] received a cook celect filter on (B)(6) 2017". Patient outcome: it is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.